Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicty per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion sites while wearing the device. The patient experienced symptoms of bleeding and redness at the infusion site. The patients pod was removed the night before going to the emergency room. Once at the hospital the patient was diagnosed with cellulitis. The patient was treated with an antibiotic topical cream. The patient was given an antibiotics to be taken every 6 hours for 7 days. The patient was released from the hospital after 3 hours. The pod will not be returned as it has been discarded. It should be noted that the patient uses pods not for insulin but for an adrenal deficiency.